Event description:
It was reported that the procedure was to treat a lesion located in an unspecified artery. During the procedure, when inflating to 20 atmospheres, the indeflator housing broke. The indeflator was exchanged for another device in order to deflate the balloon which was left inflated in the coronary. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.